Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead model#: sc-8116-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing anxiety and hunger when stimulation was on. It was also noted that the stimulation was affecting the patients nervous system. The patient was admitted to the psychiatric unit and restarted on anti-anxiety medications.